Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets cannula kinked events over the last three weeks. The events occurred within three hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of events was high (specific value not known) and the patient treated it with correction bolus via pump. The patient resolved all the events by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.